Event description:
It was reported the device was used during a laparoscopic bilateral salpingo-oophorectomy procedure. It was reported the tsw35 would not fire or release. Another tsw35 was opened to complete the procedure. There was no consequence to the patient.